Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-03312. It was reported that stent thrombosis occurred and the patient expired. Two synergy ii stents; a 3.50 x 12 and a 2.25 x 16 were implanted in the left anterior descending artery. Following the procedure, stent thrombosis occurred and the patient expired shortly thereafter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the patient presented to the ER with chest pain and was sent to the cardiac catheterization lab (ccl) and diagnosed with an st elevated myocardial infarction. After the synergy stents were implanted, the patient returned to the ccl with increasing chest pain. The physician indicated that the patient was "very sick."